Manufacturer narrative:
Additional information provided in sections d9, h3, h6 and h11. A small container filled with bss was received as a complaint sample. No foreign material was found in the bss product in the complaint sample. The complaint sample will be taken to the laboratory for further analysis. Microscopical investigation by the laboratory showed that 2 small black threads are visible in the returned solution. No further evaluation can be made. According to local procedures, retain sample testing was not performed. Since no manufacturing related deviations were identified, a conclusive root cause could not be determined. A small container filled with bss was received as a complaint sample. 2 small black threads are visible in the returned bss solution; however, this does not indicate that the two threads actually came out of the syringe. A potential root cause for foreign material could be attributed to: -a component related issue. This is unlikely since a 100% visual inspection of all filled syringes is performed to remove syringes with foreign material. -foreign material/hair present in the cannula: no conclusion can be made as this is outside of the puurs manufacturing control. -a product quality issue; however, this is very unlikely as no deviations were reported concerning this complaint during the filling process, filling is performed in a grade a/b environment as well as a 100% visual inspection is performed to remove syringes with foreign material. -a root cause outside the control of the manufacturing site could not be eliminated. Review of the lot complaint history and manufacturing record found no issues which would have contributed to this complaint. Based on analysis performed, no atypical trend is present for the reported lot. Based on the complaint information and the investigations results, cmo can conclude that the disposition of the product remains unchanged. Based on the investigation results (2 small black threads visible in returned bss solution) manufacturing site was unable to verify the complaint and therefore no CAPA is initiated. However further trending is performed. Monthly trend reporting for complaints was reviewed and no adverse trend was identified for the reported event code(s) for the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery while using an ophthalmic device a small thin black fiber was observed in the paracentesis. The procedure was completed without introducing new ophthalmic device. The patient presented to the emergency service with eye irritation. An unplanned outpatient anterior chamber irrigation was performed. The patient current condition is unknown.